Manufacturer narrative:
The returned device was evaluated. During eval the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The display was found to be corrupted. The lcd/pcba was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous related issues prior to this reported event.

Event description:
It was reported that the display is too bright and the customer cannot see some of the text because of how bright it is. It was also reported that the customer is unable to adjust the brightness and very difficult to read. Customer also stated "maybe you could engage in pt monitoring". Customer states that he did not try functionally testing the device because the display was so bright." There was no pt involvement.